Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with low flow alarms secondary to twisting of the outflow graft. Flows dropped to as low as 2.2 lpm. A computed tomography (CT) scan demonstrated kinking of the outflow graft. The low flow alarms persisted despite increasing anticoagulation. The area was explored surgically on (B)(6)2020 and the outflow graft was found to have elongated with a 180 degree twist. The graft was shortened and untwisted with end-to-end anastomosis. The event resolved on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft twist was confirmed through the evaluation of the photos depicting the twist. A specific cause for the reported twist could not be conclusively determined through this evaluation. Additionally, low flow alarms were confirmed through evaluation of the submitted log files and could be correlated to the reported outflow graft obstruction and twist. Evaluation of the submitted log files revealed an overall slight, gradual decrease in the estimated flow throughout the log files. Low flow fault flags were triggered when the estimated flow dropped below the low flow threshold of 2.5 lpm. Of these faults, many lasted over 10 seconds and low flow alarms were triggered. No atypical events were captured. The pump appeared to function as intended at the set speeds. Evaluation of the submitted photos showed the narrowing of the graft material under the bend relief, and slightly beyond the bend relief that appeared consistent with a twist. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 18jan2017. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. This IFU contains information regarding the preparation of the sealed outflow graft in section 5 ¿surgical procedures¿. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief ensuring that the line is straight. This section also explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages in place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow. Section 5 also instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length under ¿attaching the sealed outflow graft to the aorta.¿ the outflow graft clip addendum to the heartmate 3 lvas IFU lists the outflow graft clip as a required component for implant. The document further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. Section 1 of the heartmate 3 lvas IFU "introduction" provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms, including the low flow hazard alarm, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.